Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to the patient anatomy and equipment. The reported difficulty grasping the leaflets was due to the poor image resolution. The entrapment of device of clip caught on chordae was a result of the difficulty grasping. A cause for unchanged mitral regurgitation (mr) cannot be determined. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report clip entrapment with chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had a small atrium. Imaging was very difficult due to the patient anatomy and equipment. The clip delivery system (cds) was advanced to the mitral regurgitation and grasping was performed but grasping difficult due to imaging and during the third grasp, the clip got stuck on medial chords. Troubleshooting was performed to free the clip, but the clip remained stuck. It was decided grasp both leaflets where the clip was at and was able to grasp successfully. The clip was deployed in place and was stable on both leaflets. A second cds was advanced to reduce mr but the clip had difficulties grasping the leaflets due to imaging getting worse and it was decided not to deploy the clip as mr was not being reduced and additional attempts could cause more harm. Only one clip implanted with mr remaining at 4. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.